Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). Device evaluated by MFR.: the complaint device was not received for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factor. (B)(4).

Event description:
It was reported that during a percutaneous coronary intervention procedure a balloon rupture occurred. The target lesion was located in the severely calcified unspecified vessel. A 8mm x 2.50mm nc quantum apex catheter balloon was used for dilation. The balloon ruptured at 20 atms. The number of inflations is unknown. The procedure was completed with a different device. No patient complications were reported and the patient's status was good.